Manufacturer narrative:
Corrections to catalog number. The returned bender was evaluated. The tip was found to have fractured off as reported. This is likely attributed to fatigue from previous use combined with using the device to bend a cobalt chrome rod, which requires more force than what is needed to bend a titanium rod. A review of the DHR did not identify any manufacturing issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2018-00390.

Event description:
It was reported that two in-situ rod benders broke during surgery while attempting to bend cobalt chrome rods. The procedure was completed using these devices without reported patient impacts. This is report two of two for this event.